Manufacturer narrative:
(B)(4). The device has been evaluated onsite. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During a review of the event history for another report, it was discovered that the battery depleted set alarm had interrupted delivery on all three channels. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device was serviced onsite. The reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries have been replaced. Additional information: a service history review was performed and the device was previously serviced for the reported condition.